Event description:
A malfunction was reported on the customer's pump, specifically displaying a malfunction code of "malf 12". There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump and assisted the customer in completing the reset successfully. After resetting, the malfunction did not recur, and the customer was informed that they could continue using the pump. The customer was also advised to reach out again if the issue reappears, which they understood and acknowledged.